Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to press. Insulin pump had no delivery alarm. Customer stated that the retainer ring was missing. Customer stated that the pump face display was peeing off and customer was not able to read pump information. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.